Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule would not detach from the esophagus after the end of the procedure. After 45 days it was still attached in the patient's esophagus and it was confirmed thru x-ray.